Manufacturer narrative:
Approximate age of device: 6 years and 6 months. Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the reported pump stops and driveline disconnect alarms; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted x-ray images were unremarkable. A distal end driveline repair was performed on (B)(6) 2019 under and the replaced portion was returned in a segment measuring approximately 17¿ along with additional unattached wires measuring 2¿ to 3¿. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A tear in the silicone layer of the driveline was noted 4.5¿ from the connector. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, 2.5¿, between 4.25¿ and 4.75¿, 7.5¿, 8¿, 10¿, 12.5¿, and 15¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient experienced multiple pump stop and driveline disconnect alarms while on battery power the evening of (B)(6) 2019. The account noted multiple driveline tears and a significant tear in (B)(6) that required clam shell repair. X-rays were taken on (B)(6) 2019. A driveline repair was performed approximately 3 inches from the exit site on (B)(6) 2019.